Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the clips were not deployed properly on to the blood vessel? Were the clips malformed (unformed, clip gap, scissored, etc.)? Response received: no information.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the clip was not deployed properly on blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).batch # p9235a. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 3 clips as intended, then the device locked out as intended but the orange indicator did not show up; this finding is not related with the incident reported; in order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, no anomalies were found. Please note that this condition is unrelated with the report incident. No conclusion could be reached as to what may have caused the reported incidents. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process